Event description:
Ct01 table top moved into gantry during a CT guided procedure. The emergency stop button was pressed immediately. No patient harm. Staff reported the table moved by itself without staff initiating table top movement.this event occurred twice within approximately 20 days. The event type was the same. A total of two CT scanners are involved. No patients or staff were injured in either event.the manufacturer was notified with each event and sent a rep out to inspect the device. With the first event, the manufacturer was unable to reproduce the problem and the device passed inspection; it was returned to service. With the second event, the left and right gantry control panels were replaced by the manufacturer. The device has been returned to service.